Event description:
It was reported that a patient experienced a leak from the silicone tubing of their minicap transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported leak could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.